Manufacturer narrative:
(B)(4). Batch # n54f1c. The analysis results found that the ecs25a device arrived with no apparent damage. No anvil present. The breakaway washer was present only casing half and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 11/14/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Where in the gap setting scale (green range) was the indicator located prior to firing? What is meant by the device stapled on one side not the other? Does this mean proximal to distal or left to right? The area where the device didnt staple, were there any staples visible? If so, please describe their form. Does the surgeon routinely check the donuts and washers to confirm a complete transection? Is the colostomy permanent or temporary? What is the current patient status?

Event description:
It was reported that during a colon resection procedure, the surgeon went to staple and the device stapled one side and not the other. The surgeon had to perform a colostomy to complete the procedure.